Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 450 mg/dl and due to diabetic ketoacidosis. The caller stated that the customer was hospitalized because their blood glucose increased after the customer changed the infusion insertion site. At the hospital the customer was stabilized and put back on the insulin pump, but they went into diabetic ketoacidosis, again. The customer was treated with intravenous drips. They were nauseous and weak and were vomiting. Prior to the emergency room visit the customer's blood glucose was 350 mg/dl and was treated with manual injection. The drive support cap of the insulin pump was recessed and the tip of the reservoir looked cloudy. The customer had elevated white cell count. In the alarm history of the insulin pump there were alarms for low reservoir. The cannula of the infusion set was bent. The high pressure test passed. Nothing further was reported.